Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 15-jun-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue "blurry vision and explant" could not be confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 patient weight: unknown/asked information unavailable. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu150 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to complaints of poor vision with the diu150 iol. Replacement lens was a zcb00 18.5 diopter iol. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as stable post-operatively with resolved symptoms. No further information was provided.